Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the ipg had shifted and was near her spine. Consequently, surgical intervention was taken and the patient's physician explanted the system to address the issue.